Manufacturer narrative:
The medical records indicate the patient experienced erosion, prolapse, additional surgical procedures and partial explant. The medical history between the implant of the flat mesh in (B)(6) 2005 and the explant procedure in (B)(6) 2012 is unknown at this time. A manufacturing review was performed which found no anomalies during the manufacturing process of the device. With the current information available, no definitive conclusion can be made as to the extent that the device may have contributed to the post op complications experienced by the patient. If additional event and/or evaluation information is obtained, a follow up MDR will be submitted. The information provided by bard represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bard. Not returned to manufacturer.

Event description:
The following is based on a review of medical records provided to davol by the patient's attorney: this is a patient with a significant history of multiple pelvic procedures for pelvic organ prolapse which includes an abd sacrocolpopexy utilizing a non-davol biologic mesh, two marshall-marchetti-krantz procedures, two anterior and posterior colporrhaphies with enterocele repair as well as raz needle suspension. On (B)(6) 2005 - the patient was diagnosed with recurrent pelvic organ prolapse, extensive adhesions and umbilical hernia. The patient underwent an abdominal sacrocolpopexy with implant of a bard flat mesh. Per operative details "the patient's peritoneum was entered with significant difficulty secondary to the extensive adhesions noted from the small bowel and large bowel to the anterior abdominal wall." Furthermore "the vaginal wall was noted to be extremely atrophic and thin with not a great deal of fascia." No sutures or mesh was attached to the apex of the vaginal vault for fear of erosion secondary to the atrophic nature of the vagina. Upon palpation of the sacral promontory there was noted to be previous scar tissue and a possible bone anchor from the prior non-davol fixation to the sacral promontory. On (B)(6) 2012 - the patient was diagnosed with eroded vaginal wall mesh from previous abdominal sacrocolpopexy and recurrent vaginal vault prolapse. The patient underwent partial vaginal excision of eroded synthetic mesh, vaginal vault suspension and cystoscopy. Per operative details "the eroded mesh was grasped with a long clamp and downward traction was applied. The vagina was sharply dissected off the mesh and a large piece of mesh was removed followed by removal of a second piece of mesh. Operative details further indicate "the vault was then resuspended by using vicryl sutures to reattach the prolapsed vagina in a cephalad direction to intraperitoneal mesh. This was mesh that was well away from the vaginal cuff and the sutures were passed from the vaginal lumen to the mesh and then back out into the vaginal lumen."